Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed an image consisting only of vertical stripes during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure the image only shows vertical stripes, alternating between white and black was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, and the image was not displayed. A root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by the following: the video cable is broken and therefore the image is not displayed, most probable cause for the malfunction the fiber bonding in the outer tube area (distal end) is damaged was traced to component failure. Based on the results of the investigation, and since the device malfunction the image only shows vertical stripes, alternating between white and black was not reproduced during evaluation, the probable cause of the complaint cannot be determined. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.